Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and on the same day was presented with loose epithelium in the right eye. A bandage contact lens was placed flap. It was stated that the patient had no a loss of best corrected visual acuity (bcva). The patient reported the symptoms are interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -.75 x -1.50 x 160, left eye pre-op 20/20 -1.00 x -1.00 x 0.